Event description:
It was reported that the patient with this device received a shock while awake. Following the therapy, the patient was evaluated by bystanders and reported feeling confused, embarrassed, disappointed, and angry. The patient acknowledged that the shock may have successfully terminated a ventricular tachycardia episode; it is unknown if the shock was appropriate. The device remains in service. No additional adverse patient effects were reported.